Event description:
It was reported that the patient was concerned because their blender was plugged in and then fell into the water. The patient subsequently received an inappropriate shock from their implantable cardioverter defibrillator (ICD). Interrogation of the device showed electromagnetic interference from the blender. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).